Event description:
It was reported via repair work order that the siderail was not locking in position due to broken timing link with exposed sharp edges and it was also reported that power cord ground pin was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.